Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer was dispatched to the customer site. The customer ran precision testing on a pth patient sample which recovered at an acceptable rate of 1.7%. The cse proactively replaced the wash blocks and the wash block tubing to rule out possible wash aspiration or wash dispense issues. There were no instrument malfunctions noted. Pre-analytical sample handling could not be ruled out as a potential cause of the discordant, falsely elevated pth result. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated intact parathyroid hormone (pth) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. It is unknown which repeat result was reported to the physician(s), there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated pth result.